Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose level was impacted 358 (mg/dl). The customer did not have back up therapy at the time of the call but indicated the health care provider would be contacted to obtain it. Although requested, additional information regarding the customer's backup insulin therapy was not provided.